Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing on the associated right ventricular (rv) lead. A new device was implanted. No additional adverse patient effects were reported.